Event description:
It was reported to philips that the device had a red x. This was further clarified by a philips fse as the device failed opcheck for the defib test. There was no patient involvement.